Event description:
Baxter (B)(4) received notification via medwatch that the customer noticed one (1) clearlink modular soln set w/stopcocks 10dpm nv 3 ys was kinked, not allowing fluid to pass through. There was no patient involvement, medical intervention or patient injury reported. No sample was reported to be available. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.